Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy and the root cause was use error. The home patient (hp) had disconnected during the drain. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 6 of 6. The technical service representative (tsr) had the home patient (hp) cycle the power and asked if the hp was connected to the hc. The hp stated yes. The tsr had the hp close the clamps and the transfer set. The tsr asked if the hp disconnected during the drain and the hp stated yes. The tsr asked if the hp was connected when the hc alarmed the system error 2240 alarm. The hp said he was disconnected. The tsr explained the alarm and instructed the hp to discard the supplies. The hp would complete therapy with manual exchange. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.